Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. When the cassette was removed from cycler, it was damp inside the cycler door. Pt's effluent had remained clear and was not prescribed antibiotics. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the following material, and process controls were within spec.